Manufacturer narrative:
A partial lead was returned in two pieces. Examination found clavicle crush damaged breaching the outer insulation and fracturing all filars. The cause of the insulation break was consistent with clavicular crush.

Event description:
Related manufacturer reference number: 2017865-2021-11293; related manufacturer reference number: 2017865-2021-11295. It was reported that the patient experienced thrombosis. The pacemaker, atrial, and right ventricle leads were all explanted. Patient was stable.